Event description:
Dr performed hysteroscopy, d&c, and endometrial ablation. The operative report noted that after the uterine cavity was curetted and sent to pathology, the resectoscope was reinserted. While using systematic burning action, the entire endometrial cavity was electrocoagulated and desiccated. Then the endocervical canal was also electrocoagulated at the internal orifice, but the entire endocervical canal was left intact. After the hysterscope was removed, dr noted sloughing of the vaginal mucosa of the orifice and the anterior portion of the vaginal vault. Dr applied silvadene cream to the external burn area.